Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the data logs showed "suction" alarms occurred shortly after the start of support, accompanied by low motor current pulsatility and low flows. Visual inspection of the returned pump revealed the presence of biomaterial on and around the impeller. No other abnormalities were observed. Therefore, the root cause of the low pump flow was ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Access was obtained and the 14fr peel away sheath was inserted into the right femoral artery (rfa) without complications. The impella cp was turned on and flow did not get above 0.9 liters. The impella device was removed and the new impella cp was successfully implanted. No patient harm was reported